Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. (B)(4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview power supply stopped working. No cables were swapped. A replacement power supply and cable were used to complete the procedure. The hospital did not report any pt effects. The product is returning.